Manufacturer narrative:
Correction: the correct brand name is ba400 abutment 10mm in d1, with model and catalog number 93335 in d4; not bia400 implant 4mm w abutment 10mm with model and catalog number 93331 as previously reported in initial report submitted on november 03, 2025. Per the clinic, the abutment was removed on (B)(6) 2025. The patient was also treated with topical antibiotics (specific date and duration not reported). The reported adverse event is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Adverse skin reactions around the baha abutment, ranging from slight redness to infected tissue, are common complications with baha implants, and can occur at any time following implantation. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.

Event description:
Per the clinic, the patient experienced an infection at abutment site. Additional information has been requested but it has not been made available as of the date of this report.